Event description:
It was reported that the patient stated they received a shock yesterday. An interrogation noted no recent therapy was delivered. However, the interrogation also revealed that about a month ago, the patient received shocks during a procedure using electrocautery. The shocks were caused by high frequency noise on the right ventricular lead, but the noise could not be reproduced. The right ventricular lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.